Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendix, while being applied close on the appendix, the stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. The surgeon might have closed the handle at the same time as he pushed the green button. They used the same reload to the other instrument, and the same problem happened. Maybe the knife in the reload had moved a little bit and therefore cannot be fired. They used another method to solve the problem (no stapling). There was no patient injury.

Manufacturer narrative:
Correction: additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments noted no abnormalities. During the firing cycle, a skip was audible in each firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form pro perly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.